Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. During implant, an infold of the valve frame was noted at first point of no recapture. A post-implant balloon aortic valvuloplasty was performed. Per the physician, very severe aortic stenosis contributed to the infold. In addition, a procedural delay occurred as a result of the infold. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added b7. Relevant history added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, infolding occurred during deployment. Subsequently, the valve was recaptured and repositioned. However, some infolding remained and paravalvular leak (pvl) and mitral regurgitation (mr) occurred at a severity level above moderate. Then it was reported that after the non-medtronic balloon was "extended by 25 mm and 2 cc underfilling, the signs of deployment were obtained, and both pvl and mr improved to trivial." No additional adverse patient effects were reported. Additional information was received that a misload was not identified during loading. During implant, an infold of the valve frame was noted at first point of no recapture. A post-implant balloon aortic valvuloplasty was performed. Per the physician, very severe aortic stenosis contributed to the infold. In addition, a procedural delay occurred as a result of the infold. No adverse patient effects were reported. Additional information was received that following valve implant, moderate pvl was present. At both the 30 day, and the six month po st-operative follow up exams, the moderate pvl remained. No treatment was reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, infolding occurred during deployment. Subsequently, the valve was recaptured and repositioned. However, some infolding remained and paravalvular leak (pvl) and mitral regurgitation (mr) occurred at a severity level above moderate. Then it was reported that after the non-medtronic balloon (z-med ii) was "extended by 25 mm and 2 cc underfilling, the signs of deployment were obtained, and both pvl and mr improved to trivial." No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: unknown; product type: heart valves product ID: unknown non-medtronic z-med ii valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon select patient and initial reporter information cannot be included in regulatory report due to regional privacy regulations. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.